Manufacturer narrative:
At this point, no specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device history record and relevant raw material history files did not indicate recorded quality problems or rejections related to this incident. Any further info will be sent in to FDA as soon as it becomes available. If no further info becomes available, pajunk considers this file as closed.

Event description:
(B)(4). From users / initial reporters narrative: "pt had a popliteal catheter placed on (B)(6) 2013 by the attending anesthesiologist. The pt was discharged home from the hospital on (B)(6) 2013 with the catheter. The homecare svc, r. N., reported the catheter had broken in half with the wire coiled up on inspection. The catheter was then removed (no parts broke off inside the pt)."